Manufacturer narrative:
Follow-up # 1 ¿ (05/02/2014). The patient¿s meter has been returned on 4/21/2014 and evaluated by lifescan product analysis on 4/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The alleged power issue reportedly first began four days prior to contacting lfs. According to the csr¿s documentation, the patient does not manage her diabetes with medication; in response to the alleged meter issue, the patient continued with her usual diabetes management routine; and three hours after the alleged power issue occurred, the patient reportedly experienced frequent urination. The patient, however, denied receiving any form of medical intervention following the reported power issue. At the time of troubleshooting, the csr verified there was no misuse of the lfs product, the patient was not using the meter for the first time, the subject meter¿s battery did not need to be replaced, and the patient was using the correct test strips at the time the alleged meter issue occurred. However, the alleged power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.